Manufacturer narrative:
Section d4, h4: additional information. Investigation summary: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction #86861). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. No further information was provided. The manufacturer is closing the file on the event

Manufacturer narrative:
Approximate age of device - 4 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported the patient has had multiple admission since (B)(6) 2018 including: gi bleeding.

Event description:
Additional information: admitted on (B)(6) 2018 for gi bleed. The patient was scoped and confirmed, ligated hemorrhoids, mucosal sigmoid colon, banding hemorrhoid's, no blood was seen. Patient was discharged on (B)(6) 2018.

Manufacturer narrative:
Investigation conclusion: correction. This type of event has been previously investigated. Gastrointestinal bleeding is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.